Event description:
In 05, the lay patient contacted lifescan alleging her one touch ultra meter was reading in the incorrect unit of measurement. The patient obtained a result of 8.8 mmol/l (158 mg/dl) on the reported meter. The patient received no medical attention. The customer service agent (csa) confirmed that the meter was to mmol/l. The patient was unable/unwilling to answer whether the meter had previously been set to the correct unit of measurement. The meter, test strips, and control solution were replaced.